Event description:
Pt fall. Pt ambulating from bathroom to wheelchair with the use of a walker. Pt attempted to pivot into a locked wheelchair and sit. Wheelchair rolled away from the pt. The pt fell to the floor hitting her head and coccyx. The pt complained of headache. No broken skin was noted and the pt was transported to the ER, at the local hosp for evaluation and treatment, by ambulance. The wheelchair lock was in the locked position at the time of the incident. The locking mechanism apparently malfunctioned during the transfer procedure. A loose screw was found on the floor of the bathromm after the brake malfunctioned and was replaced in the wheelchair by family member.